Event description:
As reported by the user facility: overdose of high-risk medication on pump. The patient in the ICU was started on norepi at 23:44 on (B)(6) and later died on (B)(6). The pump did not have the correct kindred corporate library. Norepinephrine IV drip, "initiate at 5mcg/min, titrate every 5 minutes by increments of 5 mcg/min to a max rate of 35mcg/min." Patient had changes in bp and heart rate. Pt expired between 7:30-8am.